Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11 d4: possible lots: 280480 65988363 65988363. Possible manufacturing/expiration dates: 280480 - mar 10, 2021/mar 10, 2026 65988363 - mar 22, 2023/mar 22, 2028 65988363 - mar 22, 2023/mar 22, 2028. Possible udis: (B)(4). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: possible lots: 280480 65988363 65988363 possible expiration dates: 280480 - mar 10, 2026. 65988363 - unk. 65988363 - unk. Possible udis: (B)(4). (B)(4). - unk. (B)(4). ¿ unk. D6: unknown date in (B)(6) 2025. D10: lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66204803. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66303545. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66239019. Lacto scr 1.5x4mm 1.5 sys 2pk cat# 915-2315 lot# 66307891. Lacto scr 1.5x4mm 1.5 sys 1pk cat# 915-2315-ea lot# 66619072. Lacto scr 1.5x4mm 1.5 sys 1pk cat# 915-2315-ea lot# 66619072. G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 months post implantation due to a protruding and migrated lactosorb product that was causing swelling and redness. Attempts have been made and additional information on the reported event is unavailable at this time.